Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure for normal battery depletion, exudate was removed from the pocket. Culture testing confirmed that the patient had an infection. It was suspected that the patient had an ongoing infection for years. There was no report of adverse patient effects due to the explant procedure.